Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was to report they felt a shock while connecting to the ins. They stated it was not terrible, and was felt at the top of their right leg. They reported that was where normal stimulation was felt as well. The patient reported they were no longer feeling the uncomfortable stimulation after connecting to the ins, "it was just for a second." The stimulation subsided after connecting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.